Event description:
It was reported that the event involved a male pt, (B)(6). While in the cvl (cardio vascular lab) department, the catheter was pretested, using the syringe supplied in the set successfully. The berman catheter was inserted via the pt's right femoral vein. After the catheter was inserted and halfway through the procedure, the balloon burst when the md was pulling the balloon back towards the sheath. As a result, the md requested another berman catheter for use. There was no reported pt death or injury. Medical/surgical intervention was not required. The procedure was delayed/interrupted, however there was no reported harm to the pt. There were no pt complications and the pt outcome is listed as good. Additional info was received on (B)(6) 2012 stating the procedure was an rv angio, with 36cc of contrast at 18cc per second. The pressure was set at 450 or 500, no higher. The berman was tested using a medrad injector set at 36cc of contrast at 18cc per second.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.